Manufacturer narrative:
(B)(4). An abbott medical optic¿s (B)(4) manager visited the site location to provide surgical support. The (B)(4) checked the energy and found no change as flap thickness was 126 with 120 setting. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a difficult flap lift resulting in a flap lift and repositioning performed of the left eye at one day post op exam. A description from the surgery indicated during the laser treatment, the pocket was turned off to increase the flap diameter due to the planned hyperopic treatment and opaque bubble layer (obl) occurred as a result. In addition, while lifting both flaps, the surgeon encountered adherence of the flap near the visual axis. Both flaps were lifted and treated with an excimer laser. Due to the obl, there was epithelial disruption to the left flap and to prevent further damage, a flap lift and reposition was performed at one day post op exam and a bandage contact lens was placed. The surgery commented that patient outcome is doing well and the right eye looked good. It was reported that from this surgery date 16 eyes were treated. From those 14 eyes did not encounter any obl and/or difficulty in lifting the flaps. Pre-op bcva 20/20 for both eyes (ou). One day post op bcva 20/50 for right eye (od). One day post op bcva for os not available as flap was repositioned.